Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID 3889, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported that the trial patient was undergoing an advanced evaluation and was unable to feel stimulation. The trial started 6 days ago and the patient was getting good motor and sensory response during placement of the lead but was unable to feel stimulation afterwards. It was noted that they revised 4 days ago and were able to get a response directly on the lead but as soon as they connected to the percutaneous extension, or once they buried the lead, the trial patient was unable to feel stimulation. There would be a second revision tomorrow and the manufacturer representative would call to report the outcome. Additional information received reported that the cause of the problem was not determined. The patient had 2 new leads implanted after the initial lead was removed and they were receiving good therapy. It was noted that the patient was to have the phase 2 implant on (B)(6) 2014. Additional information received reported that the trial patient had the first stage of the trial implanted yesterday and this was the third attempt at the trial. The first attempt was 2 weeks ago and the second attempt was a week ago and yesterday was the third time which was successful. It was noted that the patient believed the first 2 trial attempts didn¿t work because of a bad wire. The manufacturer representative was at all 3 attempts and had been aware of everything since 3 weeks ago. It was reported that the patient just spoke to the manufacturer representative this morning and the patient had to go back into their health care provider¿s (hcp¿s) office to have their bandage redone because things got messed up back there. Someone from the manufacturer called the patient yesterday after the trial implant to check on them and stated they would call back again today and the patient saw they had a missed call and was returning it. It was stated that the trial was successful at this point and the patient wanted to clarify that they were supposed to feel it in the bicycle seat area. The hcp implanted a second wire on the patient¿s right side today as a precaution in case the left wire would fail since this was their third attempt at a trial.